Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that states that an attachment could not be removed from the 15mm connector of the in situ tracheostomy tube. The trach was removed and replaced. The pt recovered with no incident related medical sequelae.